Event description:
It was reported that, during total hip replacement, a polarstem extractor block broke inside the patient upon extraction. Surgery was resumed, after a non-significant delay, with a competitor's device. Patient was not harmed as consequence of this problem. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report. (B)(4).

Manufacturer narrative:
It was reported that, during total hip replacement, a polarstem extractor block broke inside the patient upon extraction. The device, used in treatment, was not returned for investigation. A product evaluation could therefore not be performed. As batch number was not communicated, a review of the production documentation could not be performed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. A complaint history review was performed on the product number as there is no indication that the reported issue is related to a production issue. The occurrence calculated from the complaint data is in agreement with the corresponding risk files. Due to insufficient information it is not possible to perform a review of past corrective actions. A relationship between the reported event and the devices cannot be confirmed and the root cause of the reported issue remains undetermined. Due to insufficient information, it is not possible to speculate about factors which could have contributed to the reported event. According to the document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all instruments must be inspected and controlled for proper functioning after cleaning/disinfection. Instruments should only be used in their original condition (lit. No. 12.23 ed. 03/21). Should more information become available, the investigation will be reopened. No further actions are deemed necessary at the time. Smith+nephew will continue to monitor this device for similar issues.